Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: arcom xl liner, catalog #: xl-108222, lot #: 392250 ; universal ringloc 2-hole shell, catalog#: 14-103648, lot #: 835910. Original aware date (B)(6) 2017. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure two years post-implantation due to malpositioning. The head was exchanged. Attempts have been made and additional information on the reported event is unavailable.